Event description:
The customer called and reported experiencing high blood glucose over 417 mg/dl and the customer received no delivery alarms on the insulin pump. The customer treated for high blood glucose with manual injection. Customer changed the insertion site and received no delivery alarm again. During troubleshooting, customer cleared the alarm and insulin exited during a manual prime. The infusion set cannula was not bent. During priming, customer saw a drip, followed by a no delivery alarm. The customer was advised this was likely due to the infusion set having been expired since 2010. The customer declined troubleshooting for high blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.